Event description:
It was reported that the intra-aortic balloon (iab) was placed (B)(6) 2009 without difficulty. The pt was stable, 100% av paced rhythm no ectopy. Rn called to troubleshoot a persistent helium loss 2 alarm. Rn reported no kinks, no blood, or loose connections and stated they had exchanged the tubing and pump, and alarm was still occurring. Clinical support specialist (css) asked rn if pump was in 1:1 and rn reported it was now in 1:2. Css and rn discussed decreasing volume, which rn reported she had attempted earlier. Css explained that a leak test should be performed and walked her through it; iab did not pass. Css explained that this would warrant a recommendation to replace iab. Rn was going to call the md and in the meantime, fax strips of alarms that had just occurred to css. Rn immediately called css back prior to sending strips and stated that there appeared to be dried blood flecks in the gas line now that were not there before. Css recommended that the pump should be turned off and call md immediately for iab replacement. Css and rn discussed this should occur within the 30 minute time limit that iab should remain uninflated without increasing the risk of clots on the iab. The rn stated that she understood.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.